Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided the tissue injury appears to be related to procedural condition of difficult to remove from the anatomy. The reported delay treatment/therapy and unexpected medical intervention were results of case-specific circumstances as the chord became torn caused a clinically significant delay in the procedure and a new nt clip was deployed to treat the torn chord. The investigation was unable to determine a cause for the reported clip caught in chordae. The patient effect of tissue injury appears to be related to procedural condition of the difficult to remove from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, difficult to remove, and medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). The nt clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught in the chords. The clip could not be manipulated because it would not invert correctly. The clip was removed from beneath the valve and the chord became torn causing a clinically significant delay in the procedure. A second nt clip was used to treat the torn chord. The patient is stable. No additional information was provided.